Event description:
It was reported that a patient underwent cardiac surgery on an unknown date and suture was used. Approximately two to three weeks post operative, the patient developed wrapping lesions around the incision. The lesions grew in size and became discolored. The patient was treated with steroids. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that a patient underwent a CABG procedure (B)(6) 2012 and suture was used. Approximately two to three weeks post operative, the patient developed weeping lesions around the incision. The lesions grew in size and became discolored. The patient was treated with prednesolone 10mg, 1 bid for 3 days, 5mg bid for 3 days, and 2.5mg od for 3 days. The symptoms resolved with the steroid. Antibiotics were empirically prescribed for 5 days to prevent secondary infection. The patient also experienced delayed healing and scarring. (B)(4). Conclusion: a representative sample was returned for evaluation. The suture was tested and the triclosan was within specification.